Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) EKG feed freezes on screen. No patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) customer determined the issue was with their EKG cables and no longer required the cardiosave to be looked at. H3 other text: customer handled the issue.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).